Event description:
An endurant ii bifurcate stent graft system was implanted during an endovascular procedure for the treatment of a 62mm abdominal aortic aneurysm.  It was reported the following day the physician had to perform an exploration of the patients left groin due to a build up of thrombus. As per the physician the cause of the thrombosis was due to the non-mdt would closure device. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1628c82e, serial/lot #: (B)(4), ubd: 11-aug-2022, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 29-aug-2022, UDI#: (B)(4); product ID: etlw1610c124e, serial/lot #: (B)(4), ubd: 03-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.